Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 14 mmol/l, compared with the sensor glucose reading of 6 mmol/l. The customer completed troubleshooting and performed the watertight test. The customer turned the sensor off and back on and the sensor was accurate. The customer was advised to monitor the issue and call back if problems persisted. The customer's sensor and serter was replaced, however nothing was returned for analysis.